Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose levels of 700 mg/dl. The customer was hospitalized with diabetic ketoacidosis, and the symptoms were nausea, chest pain, and tiredness. The customer was admitted into the emergency room as treatment on (B)(6) 2017. Customer declined troubleshooting and believes that the high blood glucose levels were caused from the drive support cap having burnt internally. The customer was (B)(6) year-old female that weighed (B)(6) pounds. Customer was advised to change the insulin pump, and to use a backup plan per healthcare professional's recommendation. The product was returned for analysis.

Manufacturer narrative:
The insulin pump was received with the operating currents within spec. And passed the self test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test, and the delivery accuracy test. No unexpected motor noise or abnormal operating sounds noted during testing. The electronics were inspected and no obvious signs of heat damage or burned components noted. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, stained end cap sticker, and scratched reservoir tube window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.